Event description:
The customer reported that during a phacoemulsification procedure the phaco machine stopped three times and went into continuous irrigation. The clinic swapped out the equipment for their back up system to complete the procedure. No pt injury was reported.

Manufacturer narrative:
All info has not been submitted, should any add'l info become available, a supplemental report will be submitted. There are no relevant test and/or relevant history associated with this report.